Manufacturer narrative:
Date of event is estimated. Weight of patient was revised at surgical date.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue. Therapy was restored with remaining lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126559.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Additionally, one of the patient's leads migrated. Surgical intervention may be undertaken at a later date to address the issues. Investigation was unable to determine which of the leads migrated.